Manufacturer narrative:
A complete lead was returned in one piece and visual examination revealed blood and bodily fluids inside the helix housing. X-ray inspection noted an overtorqued inner coil and broken filars at the connector region consistent with procedural damage. Electrical testing revealed conductor shorts while manipulating the lead at the connector region. After dissecting the lead and applying torque directly to the inner coil, the helix could be extended and retracted normally. The cause of the reported event was the helix being clogged with blood and tissue and the overtorqued inner coil at the connector region.

Event description:
It was reported that the helix mechanism of the right atrial lead did not work during the implant procedure. The lead was exchanged and the patient was stable. Additional information was requested but not received.